Manufacturer narrative:
Physio control reviewed the device data and was able to verify the reported issue.

Event description:
The customer contacted physio-control to report that while monitoring a 74 year old male, their device powered itself off. The device powered back on and was used for the remainder of the event. There was no adverse effect to the patient due to the issue with the device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while monitoring a (B)(6) year old male, their device powered itself off. The device powered back on and was used for the remainder of the event. There was no adverse effect to the patient due to the issue with the device.